Manufacturer narrative:
Date of event: unknown, information not provided. If explanted, give date: unknown/not provided (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 intraocular lens (iol) 21.0 diopter was explanted due to the patient experiencing glare - visual issues. Thru follow-up it was also reported despite vasc (visual acuity sans correction) 20/25 with minimal rx (prescription), patient complained of blurred vision and lack of clarity. Patient did not tolerate glare with spiderwebbing when driving at night. A monofocal placed. Glasses and maximizing the ocular surface were tried. Patient was never happy with vision and spiderweb/glare around lights. Visual issues were first noted one-day post-op. The customer further clarified the reason for the explant was defractive lens intolerance-halos. A pars plana vitrectomy was required, and the iol was replaced with a different iol model, zct150 21.5 diopter. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.